Event description:
It was reported that during a lap cholecystectomy procedure, both devices locked around the duct and they had to pry them off. After prying off, they would not fire anymore. No pt consequences. Another device was used to complete to case.